Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained rv oversensing due to far p wave oversensing was observed via review of merlin transmissions. The device was reprogrammed. Patient monitoring will continue.